Event description:
Customer reported that their pump screen was dark and unresponsive. Customer's blood glucose level at the time of the issue was not provided. Customer was instructed to switch to manual daily injections as a backup method to ensure continued insulin delivery, while a replacement pump was arranged by technical support. Customer was also guided on returning the faulty pump with a pre-paid label and acknowledged understanding the instructions.